Manufacturer narrative:
A review of the device labeling notes the following. The current orbera¿ intragastric balloon system directions for use (dfu) addresses the known and anticipated potential events of "death", stomach perforation/erosion as follows: warnings and precautions the risk of balloon deflation and intestinal obstruction (and therefore possible death related to intestinal obstruction) is significantly higher when balloons are left in place longer than 6 months or used at larger volumes (greater than 700 cc). The physiological response of the patient to the presence of orbera¿ may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Patients need to be evaluated and the device removed at or within 6 months of placement. Clinical data does not exist to support use of an individual orbera¿ beyond 6 months. Injury to the digestive tract during placement of the balloon in an improper location such as in the esophagus or duodenum. This could cause bleeding and perforation, which could require a surgical or endoscopic correction for control. Injury to the lining of the digestive tract as a result of direct contact with the endoscope, the balloon, grasping forceps or as a result of increased acid production by the stomach. This could lead to ulcer formation with pain, bleeding or even perforation. Surgery could be necessary to correct this condition. Adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications that may result from the use of this product include the risks associated with the medications and methods utilized in the endoscopic procedure, the risks associated with any endoscopic procedure, the risks associated with the orbera intragastric balloon specifically, and the risks associated with the patient's degree of intolerance to a foreign object placed in the stomach. Complications possible complications of the use of the orbera system include: - death due to complications related to intestinal obstruction is possible. Injury to the lining of the digestive tract as a result of direct contact with the balloon, grasping forceps, or as a result of increased acid production by the stomach. This could lead to ulcer formation with pain, bleeding or even perforation. Surgery could be necessary to correct this condition. The labeling is adequate as it addresses the reported complaint.

Event description:
The patient developed a gastric perforation and passed away a few weeks after having their balloon placement. After attempts to gather more information from the reporter, no additional information has been received.